Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 445 mg/dl, which was treated with manual injection. Customer had symptoms of frequent urination and feeling sluggish. Customer was calling back to complete high pressure test. Insulin pump passed high pressure test. Customer reported that high blood glucose began when healthcare professional recommended a different infusion set. Customer was advised that said infusion set was not appropriate for his body type. Customer was advised that infusion set samples would be sent.